Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021. The patient has been in the hospital receiving IV antibiotics. The patient underwent a removal of their aicd because on imaging it appeared that there was a pump pocket infection around the aicd and left ventricular assist device. The patient has been on a long course of IV antibiotics with reoccurring positive blood cultures. The patient had staph aureus that appears to be susceptible to cefazolin on microbiology reports. The infection has not cleared despite being on a long course of IV cefazolin. The antibiotics were switched due to inability to clear the infection.